Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 17.1 mmol/l. Customer delivered a correction bolus to successfully resolved the bg. Customer changed pump supplies to address the issue.